Event description:
It was reported that one blood administration set was leaking at the "bottom of the chamber". The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was then leak tested under water and a leak was noticed from the bottom chamber seal. Close visual examination to the leak area revealed that the seal had a slight lack of welding. This confirmed the reported condition. The cause was determined to be lack of welding by a machine at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.